Event description:
It was reported that 5.5 hours into bypass, the perfusionist had difficulty flowing through the oxygenator. The oxygenator was changed out. There were no further problems with blood flow. The case was a double lung transplant. During the 5.5 hours and prior to the decreased flow rate, numerous units of blood were transfused to the patient. It was reported that the patient expired. To date, there has been no allegation that the oxygenator was responsible for the patient's outcome.

Manufacturer narrative:
Sorin group (B)(4) manufactures the primox oxygenator. The oxygenator is a component of the heart lung pack. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). It was reported that 5.5 hours into bypass, the perfusionist had difficulty flowing through the oxygenator. The oxygenator was changed out. During the 5.5 hours and prior to the decreased flow rate, numerous units of blood were transfused to the patient. It was reported that the patient expired. To date, there has been no allegation that the oxygenator was responsible for the patient's outcome. The primox oxygenator was returned to sorin group USA for evaluation. Visual inspection did not reveal any abnormalities. No high inlet pressures were noted during rinsing. The device was subjected to pressure drop testing at various flow rates. A control was tested for comparison. Pressure drops were slightly higher at all flow rates for the returned device as compared to the control. The higher pressure drops seen in this testing are characteristic of product that has been used in the clinic. The unit has been sent to sorin group (B)(4) for final evaluation. A follow-up report will be forwarded when the investigation is complete.